Event description:
The vitreacore issue was reported internally. During internal testing we found that the vitreacore 3d may generate incorrect image orientation and image position in the dicom file created when taking a snapshot of an mpr view. This error may result in wrong orientation markers being displayed when the dicom file of the snapshot is visualized.

Manufacturer narrative:
It affects versions 6.0, 6.1, 6.2, 6.3, 6.4 and their upgrades. It also affects the initial base version of 6.5.